Event description:
During pdl implant surgery, l4-s1, on (B)(6) 2013, the tip of the inserter that connects into the prodisc broke. The piece was retrieved and thrown away. The surgeon used small forceps to pull out the piece from the implant. Another inserter was used and the remainder of the surgery went fine. The surgery was prolonged approximately 5 minutes. No adverse effect to the patient was noted.

Manufacturer narrative:
This device used for treatment and not diagnosis. The right hand tip of the upper arm was broken off. The inserter corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the tip causing it to break. The hardness was reinspected and found to be good at 48.5hrc. The inserter is over 7 years old. (B)(4). Synthes received the instrument of this complaint in july of 2006. The fabrication of this instrument predates the material change resulting from (B)(4). The chu reviewed the lot history for all the instruments in the complaint history. All of these instruments predate this material change. The testing conducted for (B)(4) shows that a material change increases the resistance to this failure mode by more than 50 percent. The (B)(4) reported a complaint reduction of greater than 75 percent, 9/2008 to 8/2010, for this failure mode. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Device used for treatment and not diagnosis. No irregularities were found during the device history record review. The device was returned and the investigation is ongoing.

Event description:
This is 1 of 1 report for complaint (B)(4).